Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), it was not possible to flush the delivery system and the excessive leakage occurred. The device was never implanted. No patient complications have been reported as a result of this event.